Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens and clear surgical residue on the product. Dimensional and functional testing was performed and the lens was found to be in specification. Patient code: (B)(4)- secondary surgical intervention, lens explanted; patient code: (B)(4)- significant reduction of irido-corneal angles. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.0/+1.5/089 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was not exchanged for another lens. The reporter indicated the cause of the event was unknown.